Event description:
It was reported that during implant the pulse generator exhibited backup operation. The device was not implanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.backup operation was confirmed on analysis. The reason for backup operation was not known and could not be recreated. A device software download was performed and the reported anomaly did not reoccur.